Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently. It is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia with a blood glucose value of 514 mg/dl at the time of the event, and reported the product was not sticking. The customer had a cardiac arrest and was taken to hospital and the hospital staff removed the transmitter. The customer reported hyperglycemia was treated with manual injection/insulin pen, intravenous insulin infusion, visited emergency room, emergency medical service was dispatched and admitted to the hospital. The customer experienced symptoms such as vomiting, confusion, and not feeling well during hospitalization. The customer also experienced symptoms such as diabetic ketoacidosis and was treated with intravenous insulin infusion during emergency room visit. The event involved products mmt-342g, mmt-1884, unomedical, mmt-7841zn, and unk_sensor. Troubleshooting was partially performed for hyperglycemia and the customer was not using the auto mode/smartguard feature at the time of the event. The customer had been using the insulin pump system within 48 hours of the reported high blood glucose event. The customer declined to continue with troubleshooting. No further patient complications were reported. It was unknown whether the customer will continue using the reservoir, pump, infusion set and sensor. No product return is required for mmt-342g. No product return is required for mmt-1884. No product return is required for unomedical. No product return is required for unk_sensor. The customer will stop using the transmitter and was told to revert to the backup plan according to healthcare professional instructions. Mmt-7841zn was requested and the customer's response was the device will be returned.